Event description:
Patient had cardiac cath procedure using a radial artery approach. The technician attempted to remove radial sheath after procedure completed without success. After two more attempts, additional medications given and physician finally able to remove it after pulling and twisting for fifteen minutes. This is the second problem with this brand/type of catheter. The other patient had to have surgery to remove it. That was not reported as it was thought to be an anomaly. Now concerned that it is a problem with the products instead.